Manufacturer narrative:
The reason for the reported surgical intervention due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. D1: corrected. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the female patient had an initial tha on an unknown date. The patient underwent a revision of the liner and head ball on (B)(6) 2024 due to infection. The gxl liner and head ball were removed and a new xle liner and ceramic head ball were implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.